Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 425cc mentor memorygel breast implant was discovered to be defective during surgery. It was reported that upon opening the package, the doctor noticed that the gel implant patch was misshapen (elongated) and seemed to be peeling. There was no patient contact and another unspecified implant was used to continue the surgery. A 5 minute procedural delay to acquire the new implant was reported.